Manufacturer narrative:
Qc errors are designed to be generated if the strip has been exposed to adverse environmental conditions. There is no info in the complaint to indicate strip exposure. These errors also arise if there is a sampling or technique problem. This failure mode will continue to be monitored to determine if corrective action is warranted. All inr results provided by customer are performed more than three hours between two readings. Since time of test exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the pt. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Data analysis will not be performed and no further investigation will be pursued. Trend analysis is not required due to no strip lot info provided. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Customer alleges discrepant results with meter. Pt was unsure if result from (B)(6) 2010, was 1.4 or 1.6. Pt additionally reported multiple qc errors with meter.